Manufacturer narrative:
Initial MDR date of receipt should have been listed as 10/03/2016 not 10/04/2016 as initially reported. (B)(4).

Event description:
Additional information was received from the customer who indicated that the leak was slow and it came from one or two of the trocars. The procedure was completed without replacing the product. The product samples were not retained.

Manufacturer narrative:
The date received by manufacturer reported on the previous medical device report was not 10/03/2016. The correct date is 11/02/2016. The manufacturer internal reference number is (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported to a company representative that during a vitreo-retinal procedure, the valved trocars leaked. There was no known harm to the patient. Additional information was requested; however, none has been received to date.

Manufacturer narrative:
No sample has been returned for evaluation for the report of leaking trocar; therefore, the condition of the product could not be verified. A review of the related device history records for the reported lot number indicated that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicated there are 5 additional complaints associated with the lot for the reported issue. The root cause for the defect experienced by the customer could not be determined. An investigation has been opened in order to improve performance of the valves. (B)(4).